Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing issues with the system settings during two vitrectomy procedures. The system default setting is for a 20 gauge probe, which cannot be changed easily during surgery. The doctor states this causes an inconvenience when using a 23 gauge probe as the program has to stopped, causing a delay in the case. There was no patient harm reported. Additional information has been requested, however, the surgeon is unable to provide further details.